Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Private person informed that lord stem got broken in summer 2019. Implanted 1984. Marks on stem: 13l 150 original, cl/ln 6 b6.